Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "reference error". A getinge service technician was on site on 2021-07-30 to repair the affected rotaflow (serial#(B)(6)). The technician replaced the rf (rotaflow) flow measure pcba (material#701011681). The device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "reference error" was performed in getinge life cycle engineering on 2016-01-16. The most probable root cause could be determined as: a partial breakthrough on the capacitor c109 on the power supply board, which overloads the voltage converter. This led to the reported error. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2017-10-05. The review of the non-conformities has been performed on 2021-09-21 for the period of 2017-10-15 to 2021-07-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported the rotaflow displayed the error message ¿reference¿ after switching on the device. This behavior can cause an unintentional pump stop. Complaint ID: (B)(4).